Manufacturer narrative:
(B)(4) were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation. H3 device evaluated by mfg - additional information. H3 evaluation included - additional information. H6 codes: medical device problem code - additional information. H6 codes type of investigation - additional information. H6 codes investigation findings - additional information.